Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed a ventricular tachyarrhythmia, and failed to provide appropriate tachy therapy. An external shock was provided, which successfully converted the patient. Review of the episode demonstrated low pacing impedance (<200 ohms) on the ventricular rate/sense lead. A guidant technical services (ts) consultant recommended verifying that the sensitivity of the device is programmed to nominal, and suggested conducting induction tests to verify the device is capable of sensing. Ts discussed that tied output devices tend to have lower pacing impedance measurements, but stated that <200 ohms is not expected. Ts recommended verifying lead continuity.